Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg had reached end of life. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the device had met expected longevity.